Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the event occurred during a vascular diagnosis procedure which was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the control panel of the machine room was stuck, which caused it to hang intermittently. Upon functional testing, the fse found an issue with the software. To resolve the issue, the fse reloaded the software from ghost image in the host pc and restored protocols. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the control panel of the machine room was stuck, which caused it to hang intermittently. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and reloaded the software from the ghost image in the hist pc which returned the device to expected functionality.